Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was also observed that the device would not boot. The system controller pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported failure was a temperature sensitive ic chip, designator u18.

Event description:
It was reported that the device would intermittently fail the user test and had an error code logged in memory. It was later observed by physio-control while evaluating the device that the unit would not boot. There were no reports of pt use associated with this event.